Event description:
It was reported the pt was admitted to the hosp due to rib and abdominal pain following surgical lead implantation. As a result, the pt's lead was explanted and replaced with a different model. Surgical intervention resolved the pt's issue. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Result - the lead was returned cut as a result of explant procedure. The lead bodies were severed 6cm below the paddle. The lead segments were examined under a microscope. Suture material was left in the suture holes of the paddle. The stimulation and terminal ends were in good condition. No damage or anomalies were observed. The paddle met dimensional specs. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.